Event description:
At about 3 years and 3 months after the primary surgery, the patient came in reporting pain and radiolucency was noticed around the patella. The surgeon revised the patella and found it was loose. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-jan-2023. Lot: 1902821: (B)(4) items manufactured and released on 25-jun-2019. Expiration date: 2024-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.